Event description:
The night of (B)(6) 2022 my 8 year old daughters omnipod 5 insulin ceased to deliver insulin without any alarms or notifications to/from her controller (pdm). Several times in the night either her father or myself (mother) would input a bolus to correct her high glucose. The pod would reflect insulin as received but by mid morning her glucose was still very elevated, she began vomiting and unable to keep food/liquids down. At this point I deactivated the omnipod, began manually giving insulin injections and brought her to the children's emergency room. In the 5 years since type 1 diagnosis, my daughter has never come close to needing a hospitalization or dka until that day. Had she not been a wearing an omnipod 5 that malfunctioned (ceased to work properly and safely) I do not believe she would have gone that day. Additionally there is a known recall out on this particular pump which leads one to wonder if the recall issue lead to this breakdown in equipment.